Event description:
It was reported by service report that the scale was not working. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Results: faulty scale assembly.